Event description:
Notes from the cardiology consultation: the patient had original ICD implant 4.5 years ago for a dilated ischemic cardiomyopathy with a history of ventricular tachycardia, inducible in an ep study. At that time of this implant, he had a sprint fidelis lead implanted. This lead has since been recalled, although it has not specifically been problematic for this patient. He has had progressive symptoms of congestive heart failure with an ejection fraction of 30% and the request was made for upgrade to a crt-d. The patient underwent explant of the ICD and laser lead extraction of the sprint fidelis lead along with implant of a crt-d and rv electrode. The patient was discharged home the day after the procedure. The md's discharge summary noted "there were essentially no complications during this hospitalization."